Event description:
According to the report, the patient underwent a CABG+tmr procedure on (B)(6) 2014 with a total of 15 channels placed. The patient experienced atrial fibrillation on (B)(6) 2014.

Manufacturer narrative:
According to the report, the patient underwent a CABG+tmr procedure on (B)(6) 2014 with a total of 15 channels placed. The patient experienced atrial fibrillation on (B)(6) 2014. According to documentation, all available records the handpiece was correctly assembled from approved components and were inspected to specifications. Atrial fibrillation is a common early adverse event after coronary artery bypass graft procedures with our without adjunctive tmr. This is not unexpected event after the procedure.

Event description:
According to the report, the patient underwent a CABG+tmr procedure on (B)(6) 2014 with a total of 15 channels placed. The patient experienced atrial fibrillation on (B)(6) 2014.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.